Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen. A technical support specialist (tss) dialed into the station and found that the interface was frozen on carefusion. Tss logged off from the station application through the command shell, restarted the station from carefusion admin, advised the customer to check again, and the customer acknowledged that the issue was resolved. The system functioned as intended a technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was frozen and unable to login. There were no adverse events or injuries reported based on this event.